Manufacturer narrative:
The hill-rom tech found the siderail latch was stuck, dirty, and had a sticky substance on latch. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech cleaned the latch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the right foot siderail would not latch. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).